Event description:
Patient's IV pump was beeping air in line. The nurse noticed that while trying to remove air bubbles, drops of tpn were leaking from IV tubing. Doctor was notified. Decision was made to stop tpn, perform blood cultures on the central line and start maximum isometric voluntary flexion until new tpn next evening.